Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited episodes with noise oversensing on the right atrial (ra) lead. Technical services (ts) reviewed and provided assistance. It was noted that the ra lead was not a boston scientific product. This device remains in service. No adverse patient effects were reported.